Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the lead implant procedure, there was resistance to withdraw the guidewire through the blood stained inner lumen. With lot of difficulty, physician was able to withdraw the guidewire a few millimeters gradually. The lead was dislodged from its preferred position. There were also fragments of guidewire in the lumen of the lead. The physician decided to pass another wire through that damaged lead however was not feasible and decided to use lead. There were no adverse consequences to the patient.